Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event that was manifested by stomach pain, nausea, and pd fluid "like pineapple juice". The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated at home with gentamicin (intraperitoneal, dose, duration and frequency were not reported) and vancomycin (intraperitoneal, dose, duration and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the event and was feeling "better". Pd therapy was ongoing. No additional information is available.